Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an 1268-100 targeting arms metal piece that connects to the mallet pad unthreaded and we can no longer attach mallet pad. This occurred during use in a case with no patient effect. No shavings were produced.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged radiolucent targeting arm, 1268-100, batch/serial (B)(6), was received for investigation. Upon visual evaluation, it was noted that the threads were damaged. Additionally, the device had surface damage along the body: fading, chipping and nicks. Functional was not performed due to the damage to the devices. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date is 2023.